Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16157588/16220511.

Event description:
It was reported that the patient was experiencing pain and tenderness in the ipg site. It was also noted that the palpitation and movement of the ipg causes discomfort. Another is that the patient also had inadequate pain relief. The patient underwent an explant procedure wherein all devices were removed and will not be returned.